Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the monitor's response buttons were not working properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon eval, the front response button was sticking. The root cause for the non-functional response button was unable to be positively identified. Once the front response button was replaced, the response buttons were fully functional. No adverse event resulted from the defective response button. The pt was issued a replacement monitor.